Event description:
Related manufacturer reference number: 2017865-2021-38317. It was reported that the patient presented in clinic due to a pocket infection. The entire pacemaker (pm) system was explanted and a new pm system was implanted on (B)(6) 2021. The patient was stable throughout the procedure.